Manufacturer narrative:
Analysis of the pump found no significant anomaly. The pump passed dispense testing and septum fill pressure testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional patient code and eval code-result provided. Previously reported eval code-conclusions were updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that on (B)(6) 2016, the patient's pump was replaced due to normal battery longevity. A required quality analysis was done by the hospital, because the pump was injected with 40 ml at the pump refill and only 36 ml were re-aspirated. The hospital came to the conclusion that there may have been a pressure issue during the refills. The health care provider had aspirated and refilled with saline, but nothing abnormal was visible. There was no fluid leaking or fluid collection. The expected residual volume was 4.3. Cc and the actual residual volume was 4 cc during the replacement surgery. It was noted that everything was normal for the patient: she was doing well with no permanent injuries.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine (1360 mcg/ml at 275.7 mcg/day) and dilaudid (16 mg/ml at 3.243 mg/day) via an implanted pump from (B)(6) 2015 thru (B)(6) 2016. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. It was reported that in (B)(6) 2015 a 4 ml pocket fill occurred and the patient had to go to the ER (emergency room), ICU (intensive care unit), and was hospitalized for several days. The patient had sudden overdose symptoms following the refill. The patient was given narcan. When they checked the pump volume, they aspirated 36 ml of the 40 ml so assumed a 4 ml pocket fill occurred. The pump was less than 1 year to eri (elective replacement indicator). They had followed the same protocol that they usually did when they refilled the pump. They were wondering if the pump nearing eri could have anything to do with it. Additional information was received from an hcp on (B)(6) 2016 and it was reported that the event occurred on (B)(6) 2015. It was noted that the patient had a transfusion of platelets that morning due to a condition unrelated to her infusion system and had been given benadryl. The patient came in with a pain rating of 3/10 at rest and 4/10 with activity. The patient¿s pain was adequately controlled with the current pump settings. After the pump was refilled with the same medication, the patient was monitored per usual following the pump refill. Over the course of 10-20 minutes she became increasingly tired, lethargic, and almost obtunded. The patient stated ¿I¿m feeling funny-tired, warm and dizzy¿. The patient was reluctant to lie down on the exam table, appeared pale, diaphoretic, and beginning to slur her speech,but able to answer questions. The patient¿s vital signs were ¿bp=74/60, pulse 56, r=14, o2sat=88%¿. Help was summoned, nco2 started at 5l/min, and the patient was laid flat. Within 5 minutes, the patient was responsive with verbal stimulation and tactile shaking, but appeared to have progressing lethargy and diaphoresis. During this time, her blood pressure also started decreasing as well as her heart rate. At this point, the patient was monitored with pulse oximetry, then blood pressure readings and later EKG. She did have a powerport in place. This was accessed and the patient was given IV (intravenous) fluids; first 500 ml of normal saline and then another 500 ml. Her blood pressure did sink into the 70s systolic, but with fluid came back to 90-100. Her heart rate also decreased from the 70s down into the high 30s. The patient was supported with first giving 0.2 mg of narcan followed by another 0.2 and then 45 minutes later 0.4. The narcan did help to temporarily arouse the patient. At one point, she was also given 0.4 mg of IV atropine for the heart rate of 38-39. This brought the heart rate up into the mid 50s. Because of this extreme lethargy, the physician suspected there may have been a partial subcutaneous injection of some of the new intrathecal pump medications. Therefore, the pump reservoir was re-accessed and found to contain only 36 ml of the 40 ml just instilled. Therefore, it was assumed a 4 ml (subq) bolus had occurred. It was felt that this would account for the slow progressive lethargy. The patient never needed any respiratory or ventilation assistance. Because of the extreme lethargy and the need for IV narcan, the patient was transferred to the emergency department. In addition, the pump rate was decreased from the current rate of hydromorphone 3.2 mg/day to 1 mg/day and the clonidine was likewise decreased by about 75% to about 65 mcg/day. Once the patient recovered, the pump would be increased stepwise back to the current dosing. The patient was talking and stable within approximately an hour. It was explained to the patient that she needed to be hospitalized and monitored closely for the next couple of days, the patient was reluctant, but agreed. As of (B)(6) 2015, the patient was doing well, vitals stabilized, no more narcan drip, breathing well, and pain was well controlled. The cause of the event was not determined; the refill protocol was followed and had been done by one of their most experienced pump nurses. Per the reporter, the issue was not resolved. The pump eri was less than 2 months and the patient would have a new pump with new meds placed on (B)(6) 2016. The patient¿s history included chronic knee pain felt to be secondary to reflex sympathetic dystrophy and complex regional pain syndrome type 1 of the right lower extremity. The patient was allergic to adhesive. The patient¿s concomitant medications included hydromorphone 2 mg tablets for breakthrough pain as needed and furosemide, bupropion, calcium carbonate-vitamin d, simvastatin, duloxetine, pantoprazole, magnesium lactate, gabapentin, multivitamin with minerals, sodium chloride, acetaminophen, senna, nitroglycerin, enoxaparin, lisinopril, tizanidine, carvedilol, ticagrelor, aspirin, simvastatin, duloxetine, oxybutynin, and ondansetron.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.